Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure, the distal end of the snowden-pencer raptor grasper insert separated from the actuating rod. A procedure delay was reported. The procedure was completed successfully with a second raptor grasper. No report of injury.

Manufacturer narrative:
The snowden-pencer, raptor grasper insert subject of the reported event was returned for evaluation. During evaluation of the returned device, it was determined that the jaw assembly had separated from the actuating rod. The root cause of the issue was determined to be mechanical overstress by user facility personnel. The instructions for use for the raptor grasper insert states, "avoid mechanical shock or overstressing the devices; this will cause damage." The device history record for the subject lot was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A complaint review was conducted and determined the event to be isolated for the subject lot. In-service was offered on the proper use and operation of the raptor grasper insert; however, the user facility declined. No additional issues have been reported.